Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our australian affiliates, during implant of a 26'mm sapien 3 ultra resilia valve within a non-edwards valve in the aortic position, post'procedure, the transcatheter heart valve appeared under deployed; however, the valve was left in place due to a low invasive gradient and the absence of paravalvular leak. The invasive gradient on the day of the procedure was low (4-5 mmhg); however, a transthoracic echocardiogram performed the following day demonstrated a mean gradient of 35mmhg, which further increased to greater than 42'mmhg at the 30'day follow'up. The patient was not symptomatic and no valve changes, altered morphology nor pathology was observed. The patient was subsequently scheduled to return for post'dilation.

Event description:
Two months after, a balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon including valve fracture and resulted in good results with a final gradient of 9 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information being received. The following sections have been added: b4, b5, g3, g6, h2, h11. The previously submitted investigation remains unchanged.